Manufacturer narrative:
One decontaminated sample (B)(4). Line s/assy soft-seal 7.5mm 1/ea was returned for investigation without rest of tracheostomy tube nor product packaging. Reason for detachment could not be fully determined as whole device was not returned. Customer is claiming detachment of inflation line from tracheostomy tube during pre-use check. Smiths medical tijuana site (manufacturer of affected component) confirmed that no more physical complaint samples are needed for investigation therefore sample is kept in smiths medical czech republic. A DHR could not be completed as no lot number was provided.

Event description:
It was reported that during a pre-use check, the inflation line become detached from the tracheostomy tube. No patient injury occurred. No other information was provided.